Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 23.9 mmol/l and customer was already treated with insulin pump. The customer also mentioned that the transmitter battery only lasts 3 to 4 days even if it has been charged for 2 hours and the charger battery has been changed a couple of weeks ago. Customer reports they did receive a sensor updating or sensor glucose not available alert. Customer reports they did not receive a calibration not accepted alert. The device will not be returned for analysis.